Event description:
The following information is obtained from (B)(6) records. (B)(6) was a patient at (B)(6), during the (B)(6) week of (B)(6) 2020. Patient diagnosed with bacteremia, vegetation observed on leads. It was determined, that crt system needed to be extracted. (B)(6), dr. (B)(6) was consulted, since he was the implanting physician. Patient discharged on (B)(6) 2020 from (B)(6). And admitted to (B)(6) for system extraction. It is unclear, what day the actual extraction took place. I do not have access to any (B)(6) records. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).